Event description:
It was reported that the user experienced recurrent low glucose while using the ilet despite multiple troubleshooting and education efforts, and a return was initiated at the direction of the healthcare provider. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of the complaint history and user troubleshooting steps. Investigation of this case revealed no confirmed device malfunction and an unclear cause for hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.